Event description:
Related manufacturer reference: 3005334138-2015-00070, 3005188751-2015-00064, 2030404-2015-00052. During a cardiac ablation procedure, a pericardial effusion occurred. After all devices were removed, the patient became hypotensive. A transesophageal echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.